Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported false contact reported by the block during an inspection for use involving an olympus. Laparoscope, gynecologic .there was no patient injury reported.